Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump error reoccurred during normal pump use. The customer's blood glucose value was 72 mg/dl. The customer was able to clear pump error alarm and also able to rewind insulin pump but insulin pump error alarm reoccurred. Customer advised the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.